Event description:
It was reported that 23 bd luer-lok¿ tip syringes had no scale markings on them. These were found prior to use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "syringes do not have any markings on them."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: twenty-five samples were received and investigated. Two samples came in opened packaging blister. The other 23 came in sealed packaging blister. A visual inspection was performed. The scale printing is missing. This is a 50ml syringe. No other defect was observed. One photo was provided. It shows two syringes with the scale marking missing. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine runs low on ink, and the barrels did not get the scale printed and not detected in the next processes. Based on the sample analysis and investigation carried out, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 23 bd luer-lok tip syringes had no scale markings on them. These were found prior to use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "syringes do not have any markings on them."